Event description:
During a phacoemulsification procedure, the foot pedal for this unit caused intermittent function of the phaco and fragmentation modes. The foot pedal was exchanged. There was no report of pt injury.